Event description:
On 04-jun-2026, it was reported by a sales representative via email that an ar-4551 sutureloc meniscal root repair kit exhibited an issue during use. While attempting to implant the device, the anchor was observed to be split and frayed. The issue was identified during the procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.